Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. Failure analysis investigations found the primary failure of thermal damage to be related to the customer reported complaint. The fenestrated bipolar forceps had thermal damage on the yaw pulley. The conductor wires were not damaged, and the instrument passed the electrical continuity test.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument had a piece of the bright plastic melted away. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.